Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the rear response button was intermittently functional. The cause for the defective response button was a damaged response button ribbon cable. The root cause for the creased response button ribbon cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While evaluation monitor (B)(4) for an unrelated issue a reportable problem was found. The monitor's rear response button was intermittently functional.